Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date and expiration date of the lead are not available. Concomitant medical product: 1000-21 3f tissue heart valve, implanted: (B)(6) 2009. (B)(4).

Event description:
The lead was returned from an unknown source with paperwork indicating the patient was deceased. The lead subsequently tested out of specification during manufacturer's analysis. There was no cause of death provided or allegation that the death was related to the lead or the out of specification finding. A cause of death was requested but not received.